Event description:
The pt tested her blood glucose on suspect device and it was low, retested on suspect device and it was 28 mg/dl. She was feeling funny and could not talk. She was taken to the hosp. At the hosp about 1 hr later her blood glucose was 400 mg/dl (lab). She was given insulin and admitted to the hosp for 6 days. A glucose control was run and within specs.